Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008; 5076-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. The left ventricular (lv) lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.